Event description:
Customer reported an issue with the passport 2 monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and identified an issue with the unit's display. Corrections included replacement of the unit's display and problem was resolved. Unit was tested to factory's specifications.